Event description:
Procedure: lap gastric bypass. According to the reporter: one or two blue sulus were fired on stomach tissue to create a gastric pouch. There were no malformed staples observed. The later fired sulu was fired on stomach tissue vertically towards angle of his to create gastric pouch. Proximal staples appeared to form properly. Distal staples did not form properly and tissue came apart at the distal end of the staple line. Another blue sulu was fired to resect the misfired staple line. The staple lines were over sewn, fibrin glue was used and a leak test completed. The patient returned to hospital the following week due to a leak. Due to the condition of the tissue, it was difficult to determine exactly where the leak originated but it appeared to come from the confluence of a linear staple line and the circular staple line. The patient died on (B) (6)2010. The primary and/or secondary causes of death are not known and have not been reported to the company. In addition, the company has not been made aware of an autopsy being performed. The surgeon noted that patient was super obese with bmi of approximately 70 and had health problems. No further patient information is known. Due to the excessive amount of fatty tissue in the abdominal wall, the endo gia instrument shaft was under a lot of torque and pressure during firing. Delay in surgery time was reported as more than 30 minutes. Blood loss was reported as no more than 250 cc.

Manufacturer narrative:
(B) (4)